Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Functional inspections were performed and the samples met the requirements.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Microscopic evaluation found the needle exhibited amounts of intergranular and possibly some transgranular failure. A reshape ductility test was performed on the broken sample and the sample did not pass the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. The needle broke when it was grasped with the needle holder. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.